Manufacturer narrative:
The product was not returned. Therefore an eval of the device performance was not possible. A review of the mfg records showed no anomalies. All valves are 100% tested at the time of manufacture. Add'l device/pt info: the exact date of implant is unk. It was only reported that the device had been implanted for one yr.

Event description:
It was reported to medtronic neurosurgery that after the pt took a routine MRI a month ago the shunt was stuck between pressure level settings 2.0 and 2.5. The shunt was explanted and replaced with a new medtronic strata shunt. The explanted shunt was implanted a yr ago. It was also reported that there was no pt injury other than the revision surgery.